Event description:
It was reported the radiologist attempted to deflate the foley catheter retention balloon during a cystography procedure. Initially, the physician attempted deflation byway of aspiration. When the retention balloon failed to deflate, the physician cut the valve. Again, the balloon failed to deflate. Finally, the physician used a local anesthesia and punctured the balloon transpubically. As a result, the patient experienced a "vagal faint."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.